Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and motor error. Customer's blood glucose level was 422 mg/dl. She corrected her blood glucose level with insulin shots. The customer was able to complete the rewind sequence. The displacement test and manual prime were successful and motor error alarm did not recur. The no delivery alarm was resolved with a complete set change. The device was not returned.